Event description:
It was reported that the lead was explanted due to increased threshold. During explant, low impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.